Event description:
It was reported the camera control unit has broken connectors. The camera will not plug into the camera socket. There is glass inside the camera socket that is cracked. The issue occurred during preparation for use for an unknown diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint camera control unit has broken connectors. The camera will not plug into the camera socket. There is glass inside the camera socket that is cracked. Was confirmed. Based on the results of the investigation, it is likely that the camera could not be inserted to the video connector socket because the pieces of the broken glass of the rx module got inside the video connector socket. However, a definitive root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.